Event description:
A renegade catheter was going tube used for therapeutic purposes. Before the procedure, the catheter appeared to be twisted inside the package. At a later date, it was discovered that the catheter was fractured at the shaft. The procedure was completed with another device.

Manufacturer narrative:
This event was determined reportable based on engineering eval dated 13 september 2006 stating device was rec'd with the shaft broken 8.4 cm from the proximal end. As rec'd, two kinks were evident in the guide wire 6cm and 7cm from the distal end and a bend was evident at the tip. A full dimensional check could not be carried out as the damage to the unit prevented measurements from being taken. However, the dimensional inspections which were carried out were within spec. A coating confirmation test was carried out to check the presence and integrity of coating. The test confirmed the presence of coating, however, severe coating damage was evident between 54 cm and 61 cm from the distal end of the catheter. Excessive force used in attempting to remove the micro catheter from the dispenser coil most likely caused the damage to the coating. Further info regarding the complaint was requested and from the answers rec'd, it can be determined that the catheter was checked when removed from the package and no anomalies were noted. The dispenser coil was flushed from the proximal port. The damage was noticed when the physician tried to remove the catheter from the dispenser coil. The damage was not noticed when the physician tried to remove the catheter from the dispenser coil. The answers rec'd indicate that the instructions as per the dfu were not full adhered to. As per the dfu, the dispenser coil needs to be flushed with saline, prior to attempting to remove the micro catheter and repeat flushing is to be carried out if required. CAPA was opened on 10th october 2005 to investigate similar complaints to this. A corrective action, the proximal flushing port was to be removed and this was implemented as of 21 august 2006. At this time, this lot was MFR, two flushing ports existed. This reported defect will be monitored through monthly complaints review board. Root cause: the most probable root cause for this defect is that the incorrect method of flushing was carried out. The corrective preventative actions for this are being traced through CAPA.